Event description:
It was reported the generator "died" during a procedure. It was the 4th case of the day and everything had gone well with the physicians technique and the tips. There was no patient impact. The physician was finishing up as it died. There were no patient consequences.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the manufacturer for the time period (B)(4) 2010 through (B)(4) 2012. The pulsar generator was received in fair condition with minor surface imperfections. The unit delivered rf energy correctly into the fixed resistors. The unit was returned because it did not function when using foot switch (B)(4). The problem could not be reproduced. The buttons on the handpiece will not activate energy when the foot pedal received is plugged into the rear of the rf generator. It is unknown if this was the case. Applicable software and hardware upgrades were performed. The unit passed final testing and was recertified for use.